Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The patient¿s sample was indicative of a sample nearing the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 run #1034 generated a sars-cov-2 positive result for a patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested and analyzed on the same cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative result. A recollected sample from the patient was also tested on the same sars-cov-2 negative that generated a sars-cov-2 negative result. Patient sample was collected using in copan universal transport media 305c. The customer confirmed there was no allegation of harm to the patient. The negative result was reported out to the patient and/or personnel treating the patient.